Event description:
The surgeon inserted a competitor's lens using the indigo-p injector. Upon insertion into the eye, the lens haptic tore. Additional information has been requested, but none has been forthcoming. If additional information is received a supplemental medwatch shall be sent.